Manufacturer narrative:
Results - no samples were received by bd. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint. There were no related quality notifications. All process and final inspections comply with specification requirements. Conclusion - confirmed from a previously investigated complaint.

Event description:
It was reported that 70-80% of the batch of the bd vacutainer® plus plastic fluoride blood collection tubes had no or low blood draw. No injury or medical intervention reported.